Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited loss of capture. On (B)(6) 2018, the patient presented in clinic and the device was reprogrammed. On (B)(6) 2018, the patient presented remotely via merlin.net with additional loss of capture episodes. On (B)(6)2018, the lead was capped and replaced. Patient was stable before, during, and after the procedure.

Event description:
New information received indicated that during an unrelated procedure, the previously capped right ventricular lead was cut and fully capped to reduce bulk in the patient¿s pocket on (B)(6) 2018. Patient was stable.